Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2009, the patient presented with following pre-op diagnosis; floor of mouth mass. She underwent the following : micro-direct laryngoscopy with biopsy. Aspiration of floor of mouth/ base of tongue mass. (B)(6) 2010, the patient presented with thyroglossal duct cyst and underwent sistrunk procedure. (B)(6) 2010, the patient presented with vallecular cyst. She underwent direct laryngoscopy with excision of vallecular cyst. (B)(6) 2010, the patient presented with end-stage arthritis of the right knee. She underwent total knee arthroplasty of right knee. (B)(6) 2011, the patient presented with right total knee arthrofibrosis. (B)(6) 2011, the patient presented with recurrent thyroglossal dust cyst. She underwent extended sistrunk and direct laryngoscopy (B)(6) 2011, the patient presented with left knee arthritis and underwent total knee arthroplasty. (B)(6) 2012, the patient presented with following pre-op diagnosis: l4-5 spinal stenosis. Degenerative spondylolisthesis l4-5. Low back pain. Lower extremity radiculopathy. She underwent following procedure: l4-5 laminectomy. L4-5 posterior spinal fusion. 3. L4-5 posterior segmental instrumentation. Local autogenous graft. Rhbmp-2/acs allograft. Per medical records, localizing fluoroscopic image was obtained and confirmed the level of our dissection. Once we confirmed we were at the l4-5 level, dissection was carried out over the hypertrophied l4-5 facet joint capsules to expose the l5 transverse processes. Care was taken to avoid damage to the l3-4 facet joint capsules as we expose the l4 transverse processes bilaterally. Deep retractors were placed after dissecting out to the tips of the transverse processes. The hypertrophic l4-5 facet joint osteophytes were removed. This bone was stripped of its soft tissues and saved to be used later as local autogenous graft. Laminectomy was then performed at l4-5 removing the interspinous ligament at l4-5, majority of the l4 spinous process. Ligamentum flavum was removed as well as the caudal 2/3 of the l4 lamina and the leading edge of the l5 lamina centrally with kerrison rongeurs. Tracts were created with a pedicle probe and palpated with a ball-tip feeler. A 5-mm tap was placed. Ball-tip feeler was used once again. The transverse processes of l4 and l5 were decorticated bilaterally with a high-speed bur. Wound was irrigated with copious amounts of antibiotic saline via bulb syringe. Forty five minutes prior to this portion of case, a large rhbmp-2/acs kit was dropped sterilely onto the field. The bmp 2 was reconstituted with sterile saline and placed on the collagen sponge. Collagen sponge was cut in half. The local autogenous graft was mixed with cancellous allograft which was then wrapped in the center of the collagen sponges. These were placed over the corticated tp's of l4 and l5 bilaterally. Pedicle screws were then placed bilaterally. Screws were stimulated with the assistance of neuromonitoring and thresholds were above 12 milliamps. Appropriate length rods were placed. Locking caps w ere appropriately torque tightened. Deep retractors were removed. (B)(6) 2014, the patient presented for urine examination.